Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking catheter was confirmed and the cause appears to be use related. The product returned for evaluation was one 4fr s/l powerpicc catheter. The investigation findings are consistent with catheter damage caused by contact with a sharp edged instrument such as a scalpel. The returned product sample was evaluated and a split was observed approximately midway along the extension tube. Microscopic examination of the catheter split confirmed it was typical of contact with a sharp bladed instrument, and the characteristics observed which supported this type of failure included: the fracture surface was reflective in nature and contained a striated pattern. This can occur due to pattern transfer of the sharpened edge typically found on a scalpel-type instrument. Sharply formed fracture edges. Planar shape to the fracture surface. Blood residue was seen on the sample which showed that the product had undergone at least some use. The product IFU states ¿avoid accidental device contact with sharp instruments¿. An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. A lot history review (lhr) of recz3250 showed no other similar product complaint(s) from this lot number. [(B)(4)].

Event description:
It was reported "single lumen PICC with cut to external tubing in clamp area. Pt states home health nurse did weekly dressing change on PICC site and immediately after PICC flushed the external tubing had a leak. Pt went to ed with complaint of painful blood/fluids leaking from PICC line and unable to flush line. Concern about possible fracture of PICC line. Patient taken to surgery for replacement of PICC line".